Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), elevated liver function test results [liver function test increased], high blood sugar levels [blood glucose increased], problem with pen spring mechanism [device issue]. Case description: this serious spontaneous regulatory authority case received via health products regulatory authority (hpra) from (B)(6) and was reported by a pharmacist as "elevated liver function test results" with an unspecified onset date, "high blood sugar levels" with an unspecified onset date, "problem with pen spring mechanism" with an unspecified onset date, and concerned a (B)(6) (age at the time of report) female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "device therapy". Patient's height, weight and body mass index (bmi) were not reported. Medical history included type 1 diabetes (since 2007), hypothyroidism. Concomitant products included - novorapid penfill (insulin aspart) solution for injection, 100 u/ml --/--/2007 to unk, levemir penfill (insulin detemir) solution for injection, .0024 mol/l --/--/2007 to unk, eltroxin (levothyroxine sodium). The reporter stated that the patient was returned two pens which she used with levemir penfill and novorapid penfill. It was also stated that the cartridge holders were not broken, the problem with the spring mechanism of pen. Due to this the patient was hospitalized on an unknown date (reported as one week ago) with high blood sugar values. The blood glucose levels were reported as 20s (units not reported). Also the patient's mother was reported that the patient's liver function test results were elevated and there was possibility that the patient would need to be transferred to a pediatric hospital. But she was not transferred. Action taken with novopen echo was not reported. The outcome for the event "elevated liver function test results" was unknown. The outcome for the event "high blood sugar levels" was unknown. The outcome for the event "problem with pen spring mechanism" was not reported. Reporter comment: the hyperglycaemic incident was unexpected as patient was on novorapid and levemir penfill since at least 2007 (first record of patient in pharmacy). Mother reported to the pharmacist that she is 100% sure the incident occured because the devices malfunctioned.

Event description:
Name: novopen echo; batch numbers: evg2909-1 and evg3999-2. The electronic register was checked. No remarks were observed. Visual and functional examinations were performed on both of the returned devices. The function of the piston rods were found to be normal. The devices were both tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge in both devices. The dose accuracy of the devices was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities and the products were found to be normal. Since last submission the case has been updated with the following information: - investigation results were updated. - manufacture comments were added. Manufacture comments: the suspected pens are part of the affected batches involved in the recall (novo nordisk internal reference # (B)(4) of novopen echo pens and it cannot be excluded that these pens could have contributed to the experienced adverse event blood glucose increased in argus case (B)(4).